Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions?

Event description:
It was reported that during laparoscopic sigmoidectomy, the firing force was higher than expected on rectum. Also, air leaked. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No device will be returning.